Manufacturer narrative:
Log analysis confirmed reported fault. Testing of the actual device was unable to reproduce the fault. The device passed all preventative maintenance checks on site. The most likely cause was determined to be an intermittent software issue.

Event description:
User reported that the screen of their device turned blue and displayed a pop up message which stated the device would turn off if the pop up message was closed. The user stopped the bypass and restarted the device, then completed the case successfully. We consider blood flow interruptions to be reportable, despite there being no harm to the patient involved.

Manufacturer narrative:
Device to be evaluated during investigation, with results provided in a follow up report.

Event description:
User reported that the screen of their device turned blue and displayed a pop up message which stated the device would turn off if the pop up message was closed. The user stopped the bypass and restarted the device, then completed the case successfully. We consider blood flow interruptions to be reportable, despite there being no harm to the patient involved.